Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The reported gladius mg 14 pv guide wire was returned with its separated tip. The guide wire was three-dimensionally bent at the distal part. Elongation and separation of the coil with the outermost polymer jacket was observed at approximately 58mm distal to the proximal solder that was originally set at 85mm from the tip. At approximately 78mm distal to the proximal solder, the exposed core was found fractured. At approximately 7mm proximal to the core fracture end, a trace of solder that held the inner coil wire onto the core was observed. The separated tip was kinked at approximately 7mm and 20mm from the ball tip. After removing the polymer jacket to observe the coil and core wires, fracture end of the coil was found at approximately 27mm from the ball tip while the fracture end of the core was found at approximately 7mm from the ball tip (coil and inner coil wires were removed to observe the core). Observation by scanning electron microscope (sem) found that the core fracture end was twisted and had multiple cracks caused by repeated bending stress on the core shaft, and flat fracture surface. These findings indicated that torsion had contributed to fracture of the core. The coil fracture end was necked by tensile stress that was likely generated when the coil was pulled as it was being straightened. Measurement above suggested that the core fractured at approximately 7mm from the ball tip and the coil with the polymer jacket were detached by tensile stress from the mid solder that was originally located at 27mm from the ball tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion and bending stress generated with wiring manipulation had most likely contributed to the observed fracture of the core of the returned gladius mg 14 pv. The applied stress would localize and therefore exceed the product design limit due to resistance likely caused by the anatomy. Further applied tensile stress generated with removal made the coil with the polymer jacket become elongated and eventually detached from the core. It was concluded that this event was not attributed to product quality. Damage observed on the returned guide wire suggested that potentiality that wire fragment might have left in the anatomy could not be completely ruled out. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi gladius mg 14 pv guide wire broke off during a peripheral intervention to treat a chronic total occlusion (cto) in the superficial femoral artery (sfa) and the anterior tibial artery (ata). After treatment for sfa had done, the guide wire was advanced to treat ata with a non-asahi zizai microcatheter. During manipulation, the tip of the guide wire became separated and the separated tip remained in the artery. Two guide wires used previously in the procedure were used to successfully retrieve the separated tip. Because blood flow of sfa was successfully reestablished, the physician determined to take no further intervention to ata and completed the procedure. There were no adverse patient effects associated with this event.